Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. The procedure was completed using the wired footswitch. It identified that the antenna of footswitch was broken, which is the cause of the intermittent communication issue. Fse ordered and replaced the new wireless base station to resolve the issue. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) /field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch could not be connected or used. No harm has been reported to philips. A philips service engineer inspected the system onsite and confirmed that the antenna of the base station was damaged. Philips has started an investigation of the complaint.